Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to urethral hypermobility and urinary stress incontinence. It was also reported that following insertion the patient experienced pain, erosion, infection, recurrence, bleeding, dyspareunia, and vaginal scarring. It was further reported that the patient underwent mesh revision with cystoscopy on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh revision on (B)(6) 2014 due to mesh erosion.